Event description:
It was reported that during the implant procedure of an aveir leadless pacemaker (lp), the lp helix became stretched. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.